Event description:
The customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. On receipt at heartsine, the device was unable to be powered on via the on/off button, therefore there were no voice prompts issued or icon leds illuminated, as per reported fault. This was attributed to corrosion on track 13 (on_button) on the membrane pcb [3]. The corrosion on track 13 (on_button) on the membrane pcb had resulted in damage to this track and no connection between the on/off button and the pcba, leading to the device failing to power on via the on/off button. The dirt and scratches on device upper and lower case, corrosion on the membrane pcb, alongside a temperature of -1.4°c recorded on the 16th february 2020, would indicate that the device had been stored outside the indicated conditions. The customer's device shall be scrapped and replaced.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.